Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 04-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), osteoarthritis ("arthrosis"), the first episode of arthralgia ("knee pain"), the second episode of arthralgia ("joint pain"), dizziness ("dizziness"), alopecia ("alopecia") and depression ("depression") in a (B)(6) female patient who had essure (batch no. Cn60f (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced osteoarthritis (seriousness criterion disability) with neck pain and muscle tightness. In (B)(6) 2017, the patient experienced the first episode of arthralgia (seriousness criterion hospitalization). On (B)(6) 2018, the patient experienced abdominal pain lower ("acute sharp pain in the lower left of my belly"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced back pain ("muscular-type back pain"), poor quality sleep ("I don't sleep well at night"), musculoskeletal pain ("shoulder pain"), cartilage injury ("cartilage tear"), the second episode of arthralgia (seriousness criterion hospitalization), dizziness (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization) and depression (seriousness criterion hospitalization). The patient was treated with antiinflammatory/antirheumatic products, physical therapy (infiltration in (B)(6) 2017 and, then, 2 physical therapy sessions per week) and surgery (surgery to essure removal). Essure was removed. At the time of the report, the medical device removal, osteoarthritis, back pain, poor quality sleep, musculoskeletal pain, cartilage injury, the last episode of arthralgia, dizziness, alopecia and depression outcome was unknown and the abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, back pain, cartilage injury, depression, dizziness, medical device removal, musculoskeletal pain, osteoarthritis, poor quality sleep, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: the infiltration required her to take sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in (B)(6) 2017: results: right knee - cartilage tear. X-ray - in (B)(6) 2016: results: arthrosis; in (B)(6) 2017: results: right knee - cartilage tear. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or other is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2019: after discussion with health authority, the case (B)(4) (legacy device report num (B)(4)) was identified as a duplicate of this case. All case information from deleted case (B)(4) has been transferred to this case. New reporters added; patient¿s initials updated; date of birth added; essure was inserted for definite contraception; new events medical device removal, joint pain, dizziness, alopecia, depression added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 11-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), osteoarthritis ("arthrosis"), the first episode of arthralgia ("knee pain"), the second episode of arthralgia ("joint pain"), dizziness ("dizziness"), alopecia ("alopecia") and depression ("depression") in a 39-year-old female patient who had essure (batch no. Cn60f (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced osteoarthritis (seriousness criterion disability) with neck pain and muscle tightness. In august 2017, the patient experienced the first episode of arthralgia (seriousness criterion hospitalization). On (B)(6) 2018, the patient experienced abdominal pain lower ("acute sharp pain in the lower left of my belly"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced back pain ("muscular-type back pain"), poor quality sleep ("I don't sleep well at night"), musculoskeletal pain ("shoulder pain"), cartilage injury ("cartilage tear"), the second episode of arthralgia (seriousness criterion hospitalization), dizziness (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization) and depression (seriousness criterion hospitalization). The patient was treated with antiinflammatory and antirheumatic products, physical therapy (infiltration in (B)(6) 2017 and, then, 2 physical therapy sessions per week) and surgery (surgery to essure removal). Essure was removed. At the time of the report, the medical device removal, osteoarthritis, back pain, poor quality sleep, musculoskeletal pain, cartilage injury, the last episode of arthralgia, dizziness, alopecia and depression outcome was unknown and the abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, back pain, cartilage injury, depression, dizziness, medical device removal, musculoskeletal pain, osteoarthritis, poor quality sleep, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: the infiltration required her to take sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in (B)(6) 2017: results: right knee - cartilage tear. X-ray - in (B)(6) 2016: results: arthrosis; in (B)(6) 2017: results: right knee - cartilage tear. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or other is not possible. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.